Event description:
The patient reported that the needle button popped up within five minutes of putting on the v-go. This v-go was on the abdomen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle button was returned retracted and the locking sping engaged, the needle release button was verified to be in the lock postion with the tab folded down. This observation determines that the device has functioned as intended. Based upon the findings, it is likely use error.